Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device breakage ("fracturing") and genital haemorrhage ("abnormal bleeding / excessive bleeding") in an adult female patient who had essure (batch no. 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia, raynaud's syndrome, loop electrosurgical excision procedure, vaginal delivery and spontaneous abortion. Previously administered products included for an unreported indication: yaz from 1991 to 2010. Concurrent conditions included cesarean section, premenstrual dysphoric disorder, menometrorrhagia, anesthesia and chronic cervicitis. Concomitant products included cyclobenzaprine, diazepam (valium), duloxetine hydrochloride (cymbalta), estrogen nos (estrogen), ketorolac tromethamine (toradol), lamotrigine (lamictal), medroxyprogesterone (depo provera), pregabalin (lyrica) and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), weight increased ("weight gain"), menorrhagia ("menorrhagia") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, mccall culdoplasty). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device breakage, abdominal pain, weight increased, vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain lower outcome was unknown and the genital haemorrhage, pelvic pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: five coils were noted beyond the os at the end of placement. The second essure device was placed through the left ostium under proper technique. Four coils were noted beyond the os at the end of the procedure. There are no signs of essure perforation as suggested by her preoperative hysterosalpingogram, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion & perforation (fallopian tube). (B)(6) 2010 - weakly positive ua. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- pelvic pain, dysmenorrhea, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device breakage ("fracturing") and genital haemorrhage ("abnormal bleeding / excessive bleeding") in an adult female patient who had essure (batch no. 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia, raynaud's syndrome, loop electrosurgical excision procedure, vaginal delivery and spontaneous abortion. Previously administered products included for an unreported indication: yaz from 1991 to 2010. Concurrent conditions included cesarean section, premenstrual dysphoric disorder, menometrorrhagia, anesthesia and chronic cervicitis. Concomitant products included cyclobenzaprine, diazepam (valium), duloxetine hydrochloride (cymbalta), estrogen nos (estrogen), ketorolac tromethamine (toradol), lamotrigine (lamictal), medroxyprogesterone (depo provera), pregabalin (lyrica) and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), weight increased ("weight gain"), menorrhagia ("menorrhagia") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy,mccall culdoplasty). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device breakage, abdominal pain, weight increased, vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain lower outcome was unknown and the genital haemorrhage, pelvic pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: five coils were noted beyond the os at the end of placement. The second essure device was placed through the left ostium under proper technique. Four coils were noted beyond the os at the end of the procedure. There are no signs of essure perforation as suggested by her preoperative hysterosalpingogram, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion & perforation (fallopiantube) (B)(6) 2010 - weakly positive ua. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- pelvic pain, dysmenorrhea, fallopian tube perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received, reporter added, lot number received, event added is - vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, device ineffective, event perforation has updated to fallopian tube perforation, abdominal pain lower, events onset date added, events outcome and severity updated, concomitant drug and condition added, historical drug and condition added, lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("fracturing") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pain") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2010. At the time of the report, the perforation, device breakage, genital haemorrhage, abdominal pain, pelvic pain and weight increased outcome was unknown. The reporter considered abdominal pain, device breakage, genital haemorrhage, pelvic pain, perforation and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.